Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 580 mg/dl at time of incident and current blood glucose level was 322 mg/dl. The customer was treated with manual injection. The customer was wearing at the time of hospitalization. The customer was advised inaccurate pump settings may result in high blood glucose. The insulin pump will not be returned for analysis.